Event description:
It was reported that at the beginning of the novasure endometrial ablation, the physician attempted to seat the disposable device without success. The array did not expand beyond the 1.8cm as indicated on the device width gauge. At this time, the physician noted a "uterine adhesion" on the pt's right side and a perforation. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU: according to the instructions for use (IFU): warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU): contraindications: a pt with a uterine cavity width less than 2.5cm, as determined by the width dial of the disposable device following device deployment. Reference internal complaint (B)(4).